Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent loss of capture resulting in the patient experiencing bradycardia lasting up to 30 seconds. It was further reported that the right atrial (ra) lead showed intermittent undersensing on stored electrograms (egm). The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.